Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door was double clicking. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the door double clicked. The field service engineer (fse) cleaned the space connectors and applied carbon grease. The fse also reshaped the harness cables that fit onto the spades. These actions resolved the issue. The system functioned as intended after the field service engineer repaired the device.